Event description:
When dose is being delivered, dial stops at 10 and does not deliver entire dose. Dose, frequency & route used: inject 45 units in the morning and 25 units in the evening. Therapy dates: 8 years to present. Diagnosis for use: diabetes.